Event description:
Boston scientific crm received information that this right ventricular (rv) lead displayed high, out of range pace impedances. An attempt to obtain additional information has been made. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.